Manufacturer narrative:
The returned sternalock plate was evaluated for the complaint of breaking six month post-surgery. The plate was found to have no signs of damage beyond normal implantation and no fractures. With the information provided, the complaint could not be substantiated and the most likely underlying cause could not be determined. The user facility is foreign; therefore, a facility medwatch report will not be available. . The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File 2 of 2.

Event description:
Customer reports a sternalock revision surgery occurred due to the plate breaking.